Manufacturer narrative:
Concomitant product(s). 1884005hre ¿ blade, silver bullet, 4mm, m4 rotatable, w/ irr 1; lot number ¿ 0210231870; manufacture date ¿ october 6, 2015; 510k ¿ exempt. The product analysis indicates that four loose blades were returned in a plastic bag and one sealed blade (part number 1884005hre and lot number 0210231870). In addition to the blades, one tip fragment, three open pouches (with no blades) referencing part number 1884005hre and lot number 0210231869, and one open pouch (with no blade) referencing part number 1884005hre and lot number 0210231870. The returned blades as well as this analysis are related to the following medtronic internal numbers: 701434491, 701434494, and 701434495. It cannot be determined what blade went with what event. The analysis results will be duplicated on the analysis task of each product event. A microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings) and calipers were used to analyze the devices. When compared to the assembly drawing, the tip of the inner cutter broke off of all 4 samples which would have resulted in the reported event. The break point corresponds to the first proximal valley of the inner blade teeth. Only 1 tip was returned and measured 0.21¿ long, which likely indicates the other tips would have measured approximately 0.21¿ long. There were some wear marks on the inner cutters outside diameters, 0.56¿ from the distal face of the inner hubs. However, there were no signs of excess pressure being applied during use or improper loading of the blades into the handpiece. There was no indication another device caused or contributed to the events. The blades showed minor wear near the break points on the inner cutter and outer tube which likely occurred after the break. There were no signs of outer tube teeth damage. Although the final assembly is performed by manufacturing the configuration of the inner cutter and outer tube is a supplied material component. The drawing requires a wall thickness, at the tip, of 0.010¿/+0.005¿/-0.002¿. However, the clarity of the drawing and criticality of the dimension is in question. The inner cutters were measured at several points near the breaks (away from wear) and showed that the material wall thicknesses reduced down to approximately 0.004¿ ¿ 0.005¿ near the break, and approximately 0.009¿ away from the break. The sealed sample was opened for additional analysis. The wall thickness at the tip measured as low as 0.004¿ 0.005¿. The complaint was confirmed for the alleged malfunction [broke off] for the open samples. First event: (B)(4). Second event: (B)(4).thirrd event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a total of four blades were broken in three separate events at the same facility. Each case was performed by a different surgeon. One event had two blade breaks, however the sales rep was unable to determine in which event the two blades broke. The inner cannula on the cutting blade broke off at the same point on all the blades. Only one blade was still intact. There was no patient injury as a result of any of the cases. This report is 1 of 3 and will represent the case with two broken blades. The other two events will be reported under medtronic internal reference numbers (B)(4). The regulatory report numbers were not available at the time of submission.